Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, and the right atrial (ra) lead exhibited high impedance. A lead fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.